Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the ccd camera was loading down the 24 vdc line and causing a fuse to open causing the reported failure. Replaced the fuse and the ccd camera. The system was calibrated and the camera aligned. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed an error message "interlock broken" and the system would not operate. There was no adverse pt involvement reported. There was no pt information reported.